Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that there were discrepancies between sensor glucose values and blood glucose values. The customer stated that the insulin pump alarmed a low glucose level but when the customer confirmed with a finger stick, their blood glucose was 200 mg/dl. In the alarm history there were low blood glucose and high blood glucose alerts back to back in the same day. The customer was not using the proper calibration techniques. The customer removed that sensor from their body and the site started bleeding. Also, the cannula was bent. Troubleshooting was performed; the customer inserted a new sensor and stated that it was fully inserted and the site was comfortable. Nothing further was reported.